Event description:
It was reported that the patient experienced inadequate stimulation. An x-ray was taken and showed that the lead was dislodged. Reprogramming was attempted without success. A lead revision was then performed where the lead was repositioned in order to obtain better coverage. The patient now has good coverage and has recovered.